Manufacturer narrative:
(B)(4). Mfg site name - (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim was used during a pelvic floor reconstruction procedure on (B)(6) 2016. According to the complainant, during the procedure, the suture broke off of the device. The procedure was completed with another uphold (tm) lite w/ capio slim. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that the suture with dart on the blue with white stripe dilator was missing and not returned. In addition, analysis of the suture on the blue dilator was cut and the remainder of the suture with dart was not returned. The suture was most likely cut to facilitate removal of the device. The capio slim suture capturing device was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim was used during a pelvic floor reconstruction procedure on (B)(6) 2016. According to the complainant, during the procedure, the suture broke off of the device. The procedure was completed with another uphold (tm) lite with capio slim. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.